Event description:
It was reported that balloon ruptured. The target lesion was severely calcified. A 3.50 mm x 20.00 mm agent dcb balloon was selected for percutaneous coronary intervention (pci) procedure. During the procedure, balloon ruptured. Procedure was completed using different device same model and no patient injury was reported.